Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracic procedure, the stapler was not able to fire, the surgeon was able to press the green button and the handle cannot be squeeze. During the third use, the reload was taken off and opened.